Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and a shock for ventricular fibrillation (vf). The physician noted on the device data review that the vf occurred as a result of single ventricular paced beat that was delivered on the intrinsic rhythm. The intrinsic beat had been blanked by the device. Boston scientific technical services (ts) was contacted and concluded this event was most likely the result of frequent premature ventricular contractions (pvcs) and ectopic beats, which caused the atrio-ventricular disassociation and subsequent inappropriate pacing rate. There was also a potential episode of right ventricular (rv) loss of capture. Ts recommended potentially adjusting the lower rate limit (lrl) and/or deactivating the rythmiq algorithm to try to maintain a more regularized cardiac rhythm and allow less margin for pvcs to appear. Additionally, a potential retrograde conduction test and pacing troubleshooting in different postures to ensure appropriate capture. At this time, the device remains implanted and the patient was stable.